Event description:
It was reported that during a bronchial biopsy procedure for diagnosis, the pull wire on the forceps broke. The dr used another forceps to complete the procedure. The procedure outcome was reported as fine and the pt's condition was fine.